Manufacturer narrative:
This complaint was involved with 3 devices. Device 1 is being reported under this MDR. Device 2 is being reported under MDR 2247858-2018-00020. Device 3 is being reported under MDR 2247858-2018-00021.

Event description:
"Planning (dr. (B)(6) planning): total debranching of blt, lca, lsa. Wrap the ascending aorta and the arch. Implant stent grafts, then the assessment to iliac artery. In operating room (or): follow the planning. However, after the 2nd stent graft slide upward away from the desired position, leaving a diseased part uncovered. Dr. Rue decided to place a 3rd stent after the whole procedure, patient was checked up all necessary indices and nothing wrong was found. Patient was moved to ICU." Patient outcome: "patient died a day after to operation. According to the doctors, the cause was not device-related."

Manufacturer narrative:
This complaint was involved with three devices. Device 1 is being reported under MDR 2247858-2018-00019. Device 2 is being reported under MDR 2247858-2018-00020. Device 3 is being reported under MDR 2247858-2018-00021. Correction to follow-up#001 submitted on 03/13/2018 - this emdr was inadvertently submitted with the incorrect emdr number. The correct emdr# for follow-up #001 is 2247858­2017­00019, which has been corrected and re-submitted on 05/16/2018. Now this report is being correctly submitted as follow-up# 002, which corresponds to MDR# 2247858­2018­00019. - attachment: [MDR 2247858-2018-00019 - device 1 follow-up evaluation.pdf].

Event description:
"Planning (dr. Rue's planning): 1. Total debranching of blt, lca, lsa. 2. Wrap the ascending aorta and the arch. 3. Implant stent grafts, then the assessment to iliac artery. In or: follow the planning. However, after the 2nd stent graft slide upward away from the desired position, leaving a diseased part uncovered. Dr. (B)(6) decided to place a 3rd stent after the whole procedure, patient was checked up all necessary indices and nothing wrong was found. Patient was moved to ICU." Patient outcome: "patient died a day after to operation. According to the doctors, the cause was not device-related."

Event description:
Patient had treo implanted to treat aortic aneurysm, after the patient acquired and infection, treated with antibiotics, further info to be provided. Basically developed into mycotoc aneurysm which meant the graft needed to be explanted on (B)(6) 2017.

Manufacturer narrative:
This complaint was involved with three devices. Device 1 is being reported under MDR 2247858-2017-00017. Device 2 is being reported under MDR 2247858-2017-00018. Device 3 is being reported under MDR 2247858-2017-00019. Bolton medical is voluntarily reporting a device malfunction related to the treo abdominal stent-graft system. The treo abdominal stent-graft system is not marketed in the us, however it is similar to the relay thoracic stent graft with plus delivery system approved for sale in the us in 2012 (p110038). The treo related event occurred in UK and resulted in explant of the devices. The event did not lead to patient death. MDR 2247858-2017-00019 device 3 follow-up evaluation.